Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system (was), and a 27mm watchman flx closure device and delivery system (wds). Preprocedural echocardiogram imaging showed that the patient had a small pre-existing pericardial effusion. The procedure was continued, and after several attempts to deploy a closure device, a second effusion check was performed. The physician noted a small change in baseline effusion and chose to abort the procedure as a precaution. The effusion was monitored for 30 minutes in the procedure room and had decreased in size by the time the patient was extubated. There was no intervention or treatment needed, and the patient has since been discharged.